Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy. Replacement pump charging supplies were sent to the customer to resolve the issue.